Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) and se 2367 while on the home choice (hc) device during dwell cycle. The baxter technical representative (tsr) explained the message to the home patient (hp) and informed him to start over with new supplies. The tsr gave the hp the page to look up the message in the book. The hp reported that the bag fell of the table. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The cause was determined to be air being sucked into the disposable after the supply bag fell and disconnected. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.